Manufacturer narrative:
Investigation: customer returned (1) loose 31g x 8mm, 0.3ml insulin syringe. Consumer reported that the scale print is missing from his syringes. The returned sample was examined, and no manufacturing defects regarding the scale markings or other issues were observed, therefore the alleged issue could not be confirmed. A review of the device history record was completed for batch# 7352772. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted for missing zero lines. There were two (2) notifications [(B)(4)] noted for blank barrels. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that scale print was missing from the syringes. The following information was provided by the initial reporter: material no. 328512, batch no. 7352772. Verbatim: consumer reported that the scale print is missing from his syringes, he noticed the problem a few days ago, does not re-use.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown.

Event description:
It was reported that scale print was missing from the syringes. The following information was provided by the initial reporter: material no. 328512, batch no. 7352772 verbatim: consumer reported that the scale print is missing from his syringes, he noticed the problem a few days ago, does not re-use.